Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the external pulse generator (epg) was unable to turn on. The red battery wire was loose from the connector. It was noted that the upper case gasket was damaged. The liquid crystal display (lcd) was damaged. Additionally, it was noted that the final functional test for the rapid rate pulse rate thousand ohm load failed. The main printed circuit board (pcb) was out of specification electrical. Two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Further analysis of the external pulse generator (epg) was performed. The lcd, upper case and main board were assembled into golden unit and passed tests ran on tester with no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) was unable to turn on. The epg was returned for evaluation and subsequently tested out of specification during the manufacturer's analysis. There was no patient involvement.